Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm during use. There was no reported harm.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service tech arrived on site and exercised the iabp on a test catheter & patient simulator without issue. The service logs did record several "gas loss alarm in iab circuit" alarms. Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. Unable to duplicate any issue or failure with the iabp. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.